Event description:
Same case as MFR#'s: 2134265-2009-03698, 2134265-2009-03703. It was reported that while unpacking a sterile package, the seal was compromised. While unpacking an imager ii package, it was noticed that the sterile pouch was open. It looked as though the glue had not sealed. This happened on three packages. The procedure was completed with a different device with no pt complications reported.